Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 381423, batch no.: 9212015. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter a leak between where the cannula and needle hub connects. The following information was provided by the initial reporter: I just want to inform you that we found an issue with one of our bd insyte autoguard 22g x 1 inch angiocath used on a patient: lot # 9212015, manufactured on 2022-07-31. The rn had inserted the IV the usual fashion and she noted that the IV site was wet after she had secured it. She checked all her connections and all were intact. She finally had to remove the angiocath and reinsert another IV on the patient. She checked the angiocath and found out that the leak was coming from where the cannula and the needle hub connects. I had submitted an incident report for tracking purposes only.

Manufacturer narrative:
Investigation: our quality engineer inspected the samples provided. Bd received a total of 9 insyte autoguard 22ga units within sealed packages from lot number 9212015. All contents within were intact. Through the visual examination there was no evidence of any damage observed on any of the components of the units received. A water leak test was performed where the catheter- adapter assemblies were tested by connecting the end of the adapter to a slip luer fixture and submerging them into water. Leakage was not observed on any of the areas of the assemblies. The returned representative units did not display any adverse characteristics that would contribute to the defect experienced. The failure described in the reported issue could not be replicated at the laboratory. The actual unit related to the incident was not returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Material no.: 381423, batch no.: 9212015. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter a leak between where the cannula and needle hub connects. The following information was provided by the initial reporter: I just want to inform you that we found an issue with one of our bd insyte autoguard 22g x 1 inch angiocath used on a patient: lot # 9212015, manufactured on (B)(6) 2022. The rn had inserted the IV the usual fashion and she noted that the IV site was wet after she had secured it. She checked all her connections and all were intact. She finally had to remove the angiocath and reinsert another IV on the patient. She checked the angiocath and found out that the leak was coming from where the cannula and the needle hub connects. I had submitted an incident report for tracking purposes only.